Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It had been previously reported that a patient underwent an arthroscopic brostrom and internal brace ankle procedure (B)(6) 2019. The patient progressed erroneously in wound healing, secondary to rejection of internal suture material, causing infection and desistance on (B)(6) 2020. Patient has been under antibiotic treatment since with biomics 400mg and danzen 10mg. On (B)(6) 2020 a fistulectomy was performed in the surgeon¿s office under local anesthesia, as well as wound remodeling and closure with dermalon 3/0, which was rejected and (B)(6) 2020 a vacuum therapy peak wound patch was placed to prevent the formation of seroma which prevents proper wound closure in an attempt to avoid a major surgical procedure. After 10 days the patch was removed (B)(6) 2020 finding granulation of the tissue, with bleeding edges and pacacity of wound remodeling with little exudate. A culture was performed of the secretion. Laboratory sample results reported staphylococcus aureus. Patient is sensitive to trimethoprim with sulfamethoxazole so an oral administration was administered for 15 days to remit infection symptoms. The following are the arthrex reference numbers and medwatch report numbers for the previous report: arthrex reference, medwatch report: case (B)(4), 1220246-2020-2131. Case (B)(4), 1220246-2020-2132. Case (B)(4), 1220246-2020-2133. Case (B)(4), 1220246-2020-2134. Case (B)(4), 1220246-2020-2135. October 7, 2020 it was reported that the second surgery was performed (B)(6) 2020. Only two of the five original arthrex implants were explanted during the second surgery. The parts explanted were ar-2324bcct (lot 10315279) and ar-2325bcc (lot 10329103). Both explanted products are being returned for evaluation and evaluations will be recorded under case (B)(4). The patient is currently under treatment with antibiotics.